Manufacturer narrative:
Per the sterrad 100s user's guide: warning - avoid handling used cassettes. If it is necessary to handle a used cassette, wear chemical resistant latex, pvc (vinyl), or nitrile gloves. Do not touch gloves to face or eyes. Dispose off the cassette collection box in regular trash or follow your facility's procedures.

Event description:
A report was received from the field indicating a biomed at the facility was exposed to hydrogen peroxide (h2o2) and was burned. The contact occurred when the worker was clearing the cassette path on the sterrad unit during troubleshooting using a metal pole; he was exposed to h2o2 when he handled the pole without gloves. When asp's clinical staff spoke to the worker on the day of the event, specific time is unk, the skin discoloration and burns were still present. He was advised that he should wear gloves when he is working with the cassette path as h2o2 may be present. Clinical reviewed the safety info.